Event description:
During the review of the pt's medical records, the company was made aware that the pt was hospitalized after the implant surgery for postoperative nausea and vomiting. A viral infection was suspected. The pt rec'd intravenous rehydration. After treatment, the pt's electrolytes and white blood cell count were normal. The neurological examination revealed normal cranial nerve viii and cerebellar function. His oral intake and ambulation progressively improved. The pt's implant site was healing. The pt was discharged from the hosp on (B)(6) 2010.

Manufacturer narrative:
At a follow-up appointment on (B)(6) 2010, it was confirmed that the pt's issues were resolved. Advanced bionics considers the investigation into this reportable event as closed. The pt remains implanted. This is the final report.